Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. The fse found the power management board was not working properly. The fse replaced this board and tested the unit. The iabp passed all functional and safety tests and was returned to the customer, cleared for clinical use. The full name of the initial reporter should read (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. The getinge company representative was told that console had good connection with the cart at the time of the event occurred. However, the facility's biomedical engineer stated that a spare battery was not available to troubleshoot. It is unknown under which circumstances the event occurred; however, there was no patient involvement or adverse event reported.